Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient presented for a device interrogation after being lost to follow up for three years. Upon interrogation the lead safety switch (lss) was found to be activated for the right atrial (ra) and right ventricular (rv) leads due to high out of range pacing impedance measurements of greater than 2500 ohms. The device was found to have been programmed to pace and sense in the ventricle only at 50 paces per minute. The gas gauge on the device is currently reading greater than six months. The patient reported possible exposure to radiation therapy. The patient was not symptomatic and has an intrinsic heart rate in the 80 beat per minute range. It was noted that the patient is very emaciated along with having a tracheostomy and a feeding tube. The clinician noted that they sent the patient home. Boston scientific technical services (ts) was consulted and discussed that the device should be explanted and recommended that they send in a save memory to disk for analysis by boston scientific engineers. The clinician noted that the physician will discuss the option of implanting a new rv lead with the patient at a future visit, however due to the patient's other medical issues, an extraction of the current lead is not being considered. At this time the pacemaker and leads remain in service and no adverse patient effects have been reported.